Event description:
It was reported that during a da vinci-assisted general surgical procedure, intuitive surgical, inc. (Isi) representative reported the staff notified them of an ongoing issue with the console. The logs showed continuous errors 23, 30 & 4006x errors. The site disconnected the surgeon side console (ssc) to proceed with a single console use. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering up and it initially powered on without errors. The representative disconnected the surgeon side console (ssc) to proceed with a single console use. Procedure was completed robotically with no substantial delay or any injury to the patient.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse exchanged the surgeon side console (ssc) igus cable harness due to intermittent error 40067. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The complaint was confirmed based on the field evaluation.